Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon evaluation of the device, the reported issue was confirmed due to a faulty scope socket, causing the front panel to flash and an "e300" error code to display. In addition, a non-olympus lamp life meter reading was over 500+hours, which means the lamp life was expired and needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source front panel is blinking. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the failure of the scope socket could not be identified. Olympus will continue to monitor field performance for this device.